Event description:
The plaintiff's attorney alleged that the patient experienced a heart attack due to the administration of naturalyte and/or granuflo during dialysis.

Manufacturer narrative:
This is one event for the same patient involving two separate products.